Event description:
It was reported that during a prophylactic right ventricular (rv) lead change-out procedure, the patient's superior vena cava (svc) was torn during lead extraction. A cardiac bypass was performed in which the svc was repaired and a new rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. No anomalies were found. The analyst noted an extrinsic breach (melting of) and blood in the overlay tubing. The svc portion of the lead had an exposed coil that was kinked/buckled. Additionally, the lv1 distal electrode was covered with blood and body tissue. The analyst commented that there was apparent explant damage.